Event description:
It was reported to philips that the unit experienced an external paddle failure during operational testing. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty therapy pca. The therapy pca was returned to the failure analysis lab for evaluation. The component was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. Once installed in an mrx test fixture, functional testing was successfully completed with no noted issues that could have caused or contributed to a potential failure. Upon conclusion of the evaluation, the therapy pca was found to be fully functional and the reported issue could not be verified or duplicated. The evaluation data was recorded and the component was scheduled to be scrapped. Based on the conclusion of the initial evaluation, it was originally reported that this was a malfunction of the therapy pca. The therapy pca was replaced and the device passed all subsequent testing. However, a follow up analysis of the returned therapy pca was completed and there were no noted issues that could have caused or contributed to a potential malfunction. The therapy pca was found to be fully functional and a cause for the original failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the unit experienced an external paddle failure during operational testing. There was no patient involvement.

Event description:
It was reported to philips that the unit experienced an external paddle failure during operational testing. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the unit experienced an external paddle failure during operational testing. There was no patient involvement.